Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the stent could not be re-constrained, requiring intervention. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced for treatment. However, only the anterior part of the stent could be deployed; the posterior part could not after repeated attempts. The stent could not be reconstrained, it was forcibly recaptured in the 8f catheter and removed from the patient. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and patient condition following procedure was stable.

Manufacturer narrative:
(B)(6). Device evaluation by manufacturer: the carotid device was returned for analysis, but the delivery system was not returned with the stent. The stent was returned lodged inside a hemostasis valve. The investigator was unable to remove the stent from the hemostasis valve. This concludes the product analysis.

Event description:
It was reported that the stent could not be re-constrained, requiring intervention. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced for treatment. However, only the anterior part of the stent could be deployed; the posterior part could not after repeated attempts. The stent could not be reconstrained, it was forcibly recaptured in the 8f catheter and removed from the patient. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and patient condition following procedure was stable.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). (Moved here because address is greater than 30 characters) h6 - evaluation conclusion codes: updated device evaluation by manufacturer: the carotid device was returned for analysis, but the delivery system was not returned with the stent. The stent was returned lodged inside a hemostasis valve. The investigator was unable to remove the stent from the hemostasis valve. This concludes the product analysis.

Event description:
It was reported that the stent could not be re-constrained, requiring intervention. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced for treatment. However, only the anterior part of the stent could be deployed; the posterior part could not after repeated attempts. The stent could not be reconstrained, it was forcibly recaptured in the 8f catheter and removed from the patient. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and patient condition following procedure was stable.